Event description:
The procedure was coil embolisation of unspecified intracranial artery aneurysm that was mildly tortuous but the level of calcification was unknown. The patient was a female of unknown age. Dob and weight unknown. During the procedure, an orbit ((B)(4), complaint product) would not be detached at the green zone or red alternative detachment zone using the dcs syringe ii ((B)(4), complaint product). It is unknown how many times the physician attempted the detachment. Then, the orbit was safely removed from the patient. After withdrawal, when the orbit was outside the patient, the physician found that the kink was located on the delivery tube. So, the pressure might not have been applied properly to the coil at the time the detachment was attempted. The report did not indicate where on the delivery tube the kink was located. And then, when he replaced the orbit for a new product ((B)(4), lot unknown), he was able to detach it without any problem. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter(progreat/terumo, type unknown). The complaint orbit is going to be returned for evaluation whereas the complaint syringe was not available anymore. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of 15777690 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: dcs syringe ii ((B)(4)); new coil ((B)(4), lot unknown); microcatheter (progreat/terumo, type unknown).

Manufacturer narrative:
During the procedure, an orbit (638cs1230/15777690) would not be detached at the green zone or red alternative detachment zone using the dcs syringe ii (635-002/96331176). It is unknown how many times the physician attempted the detachment. Then, the orbit was safely removed from the patient. After withdrawal, when the orbit was outside the patient, the physician found that the kink was located on the delivery tube. So, the pressure might not have been applied properly to the coil at the time the detachment was attempted. The report did not indicate where on the delivery tube the kink was located. When the orbit was replaced for a new product (638cs1230, lot unknown) and a new syringe (details unknown), the coil was able to be detached without any problem. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint products were new and were stored per labeling instructions. The procedure was coil embolization of unspecified intracranial artery aneurysm that was mildly tortuous but the level of calcification was unknown. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (progreat/terumo, type unknown). No additional information is available. A non-sterile orbit rdfl complex standard system was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it as well as it was found broken. The introducer was received unzipped without damage. The support coil, gripper and embolic coil were found outside of the introducer and no damages were noted on them. The hypotube, gripper and embolic coil were inspected under microscope: the edge of the broken section of the hypotube appears it was kinked before it got broken. No obstructions or damage was noted on the purge hole of the gripper. No damages were noted on the embolic coil. The functional test for coil detachment could not be performed due to the conditions of the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the coil to detach could not be evaluated since the delivery tube was received broken/separated. Based on the analysis, kinking of the device occurred prior to the separation. Based on the report that the device was noted to be kinked after removal with no report of having been separated, which would have been obvious to the user, it appears that the separation occurred due to procedural kinking followed by post procedural handling. Additionally with review of the reported information and as reported, procedural kinking of the device may have contributed to the failure of the coil to detach. Kinking during clinical use is a known and common occurrence and is typically related to anatomy, technique, manipulation, and or vessel tortuosity. With review of the available information and based on the analysis, there is no indication of any manufacturing issues related to the reported events. Therefore, no corrective actions will be taken at this time. The trufill dcs syringe was not returned for analysis. Without the return of this device for analysis no definitive conclusion regarding possible relationship to the event can be made. However, based on the reported information, kinking of the coil system is an identified factor that may have contributed to the failure of the coil to detach. Therefore, no corrective actions will be taken at this time.